Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The image guide bundle had significant breakages. A root cause could not be identified. Based on the results of the investigation, it is likely degradation led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope presented image interference during a bronchoscopy with endobronchial ultrasound-guided transbronchial needle aspiration procedure. The procedure was completed with a similar device. There were no reports of patient harm.